Event description:
It was reported that in (B)(6) 2013, the physician planned on holding off on surgery because he was not sure at that time if the generator was due to be changed. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was initially reported that the patient¿s generator was unable to complete an interrogation and only undergoes partial interrogation with subsequent failure. The physician believed the generator is at end of service but as this is a 103 generator it should be able to be interrogated. The patient had been having an increase in seizures prior to the failure to program believed to be related to the generator not being able to be interrogated. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that the vns patient¿s device was successfully interrogated. Review of the available programming and diagnostic history showed the patient¿s device was successfully interrogated on (B)(6) 2013 with both interrogations showing battery status as ok.